Event description:
It was reported that the patient experienced pain form the last 2-2.5 weeks. There was no indication of a urinary tract infection. It was noted that the patient used lidocaine patches in the past. The reporter was able to lower stimulation to 1.6 volts. It was reported the patient was in pain and wasn¿t sure if it was from a urinary infection, stimulation, or just irritation from the pads. The patient was put on antibiotics anyway, even though the urine analysis didn¿t show an infection.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # s00372634, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).